Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a coronary catheterization procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size approximately 6mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "balloon popped during inflation during deployment". The device was removed and the patient was converted to approximately 15 minutes of manual compression at which time hemostasis was achieved. No further complications were noted. The aci clinical specialist reported that limited information was provided to her and no further information is available..

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 3mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1222104) indicated that the device lot met all established performance criteria prior to shipment.